Event description:
Explant of precise sd volar distal radius plate due to breakage after 6 months. Pt had non-union of an osteotomy.

Manufacturer narrative:
Dimensional evaluation of device showed no deviations from specification if critical dimensions. Evaluation of device history records showed no anomalies. Plat breakage can be expected in pts with non-union of osteotomies after 6 months.